Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was placed in undergarments while the customer was in 115 degree weather which caused the customer¿s skin to burn. Blood glucose was 70-140 mg/dl. Reportedly, the customer was unable to verify if the cause was due to the heat or due to being allergic to metals. No additional information on the burn was provided.